Event description:
Per the surgeon's report, the patient's device was explanted in 2006, due to a skin flap infection. A new device was implanted during the same surgery.

Manufacturer narrative:
This is a final report.